Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported stylus issue; when the display is moved it causes the stylus not to function. Display flex cable has been damaged as a result of the lower hinge plate being broken. Analysis confirmed the disk will not load due to the current software version does not require a disk to calibrate the stylus. Analysis confirmed the handle is broken. Analysis also found one screw missing from hinge plate, both lower hinges are broken, both antenna cables have been damaged, latch tab on power cord bay door is broken, and ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the stylus does not work. Unable to load new stylus because programmer doesn't recognize disc for installation. It was also reported the handle is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.